Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery multiple times. There was no impact to the customer's blood glucose level. It was indicated that the customer had alternate insulin therapy available. Reportedly, the customer stated that the pump may have been wet while at a water park.